Manufacturer narrative:
The customer's report was verified and attributed to the main li-ion battery. The main li-ion battery was replaced to remedy the report .the device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.